Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Per the patient, her dose was constantly being adjusted and she always felt there were problems that she associated with the itb (intrathecal baclofen). The patient had decreased function in her affected leg and foot; it was unclear if this was due to weakness or increased spasticity. The patient had an onset of seizures. The seizures were being controlled with oral medication. As of the date of this report, the patient was improving her ability to move her leg and foot. Overall, the patient thought that she would be better off without the itb and wanted to have the pump removed. Per the hcp (healthcare professional), it was unlikely that the patient¿s seizures were caused by her infusion therapy and the patient¿s decrease in function with her leg and foot were not related to the itb.